Event description:
The initial reporter stated they received discrepant results for two patient samples tested with bil-d gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in a direct bilirubin value of 2.90 mg/dl. The sample was repeated, resulting in the following values: 0.136 mg/dl, 0.124 mgdl, 0.131 mg/dl, 0.135 mg/dl, 0.134 mg/dl, 0.136 mg/dl, 0.135 mg/dl, 0.136 mg/dl, 0.132 mg/dl, 0.134 mg/dl, 0.128 mg/dl. The second sample initially resulted in a direct bilirubin value of 0.944 mg/dl. The sample was repeated, resulting in the following values: 0.152 mg/dl, 0.149 mg/dl, 0.151 mg/dl, 0.142 mg/dl, 0.146 mg/dl.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). A review of the provided reaction monitor data showed abnormal results for the initial values and showed normal results for the repeat results. Calibration and controls were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.